Event description:
It was reported that pt presented to ER and quickly stopped breathing and had no heartbeat. Physician prepared for a 3-l cvc insertion. He placed catheter seemingly in venous system. After transfer to ICU, ICU nurse noticed bright red blood backing up in tubing. IV drugs (levophed and nss) were stopped immediately. Arterial blood gases (abgs) were drawn. Po2 noted as 300, indicating line had been inserted into arterial system. Cvc was then changed to an arterial line by physician. Patient condition continued to decline and she expired.